Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided the lot number for the driveline cover. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: driveline boot cover d4: lot #: r020408. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the driveline boot cover (lot: r020408) associated with the surgical tool kit (lot: 1272213) were not returned for evaluation. There was no evidence that the vad (B)(6) and the associated driveline boot cover had previously been serviced. A review of the driveline cover's inspection documentation and the pump's manufacturing documentation confirmed that the associated devices met all requirements for release. On-site inspection of the driveline cable revealed that the driveline boot cover was stuck. On-site inspection of the driveline cable as well as visual evidence provided by the site revealed twist and buckling in the outer sheath of the driveline as well as a crack in the outer sheath. Of note, the driveline wires were intact. Additionally, visual evidence provided by the site revealed discoloration of the outer sheath. Review of the alarm log file revealed one electrical fault alarm logged on (B)(6) 2023 at 05:46:50 due to an over current trip condition in the rear stator, resulting in the pump running on a single (front) stator. Log file analysis also revealed a slight increase in power consumption starting on (B)(6) 2023 due to the increased power consumption required to run on a single stator. Review of the event log file revealed three reactivation events logged on (B)(6) 2023 between 05:46:46 and 05:46:54, indicating over current trip conditions in the rear stator. In addition, log files revealed a decrease in estimated flows was beginning on (B)(6) 2023 and one hundred (100) low flow alarms were logged since on (B)(6) 2023. As a result, the reported events were confirmed. A driveline sheath repair and a stuck driveline boot cover removal were performed to mitigate the reported driveline conditions. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarm, pump running on a single stator, observed reactivation events and observed high power consumption events can be attributed, but not limited, to a marginal connection between the driveline and controller and/or contamination within the driveline connector. The most likely root cause of the driveline outer sheath twists and buckling may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the crack in the driveline outer sheath and the observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Based on historical review of simi lar events, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA: pr00536773 is further investigating this issue. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft and/or poor vad filling. Information provided by the site indicated that upon assessment of the patient, it was noted that their hemoglobin (hgb) was stable, and elevated doppler blood pressure (bp) was being treated. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: driveline boot cover, d4: r020408, h3: device evaluated?: yes, h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c06, c07 h6: FDA conclusion code(s): d1501, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient presented to the hospital with an electrical fault alarm and multiple low flow alarms and the pump was running on a single stator. The patient stated that alarms began early in the morning when they changed to battery power. Upon assessment of the patient, it was noted that the driveline was ¿extremely twisted¿, no bleeding reported, and their hemoglobin (hgb) was stable, and elevated doppler blood pressure (bp) was being treated. It was further reported that the boot cover of the driveline was stuck. The following day, driveline sheath servicing was performed, and the driveline was straightened out as much as possible. Of note, there was no damage to the wires despite them being exposed on one small area of the driveline. The boot cover was removed but not replaced. Power was disconnected from the controller to restart the pump which cleared the electrical fault alarms. The driveline remains in use and the boot cover was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Brand name: heartware ventricular assist system ¿ driveline boot cover. Model #:1175/ catalog #:1175. Device available for evaluation?: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Labeled for single use: no. Patient ime code(s): e2320. Imf code(s): f2203, f08, f12, f2303. Img code(s): g04037. FDA device code(s): a150207. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.